Event description:
The caller reported that the suction catheter did not fit in a 3.0ped tracheostomy tube and the patient is going to the hospital to have it removed and replaced.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. A manufacturing CAPA is addressing the failure mode. A device alert for the shiley 3.0ped cuffless pediatric tracheostomy tube was sent to customers 2009. A device alert was sent to the FDA district office the following day, regarding the shiley 3.0ped cuffless pediatric tracheostomy tube and the device alert sent to customers.